Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina, thrombosis and myocardial infarction are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 the 3.0x18 mm xience sierra stent was implanted in the proximal left anterior descending coronary artery (plad). On (B)(6) 2020 the patient went to the emergency room with chest pain and was diagnosed with an st elevation myocardial infarction. Coronary angiogram found that the plad stent was occluded with thrombus. Thrombectomy was performed and the vessel was revascularized. No additional information was provided.